Manufacturer narrative:
Additional information included in event description. The investigation remains in progress. All information reasonably known as of 19 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 31-jul-2019 indicated "it was the subglottic line that came detached from the et [endotracheal] tube...the tube remained in the patient until they were extubated."

Manufacturer narrative:
One detached suction line with suction adapter attached was received. The associated endotracheal tube was not returned. The returned sample device was evaluated and the failure was confirmed. A root cause was not identified. All information reasonably known as of 13-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "subglottic tube was placed on (B)(6) 2019 [and] pilot line came completely detached from the ett [endotracheal tube] on (B)(6) 2019. No patient impact. Rt [respiratory therapist] said this is the 1st time they saw this happen but also noticed that prior to the incident that the patient was tugging on their suction line." Additional information received 15-jul-2019 confirmed there was no patient injury. Additional information received 18-jul-2019 indicated nothing happened to the patient once the pilot line became detached; "everything remained normal except for losing subglottic suction ability." The patient remained intubated, the endotracheal tube was not changed out as a result of the detachment and the patient's airway was not compromised. "Patient was extubated soon afterwards."